Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no defects. Functional inspection showed the steering knob and tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical testing was performed. While manipulating the shaft, continuity checks reveals that there aren't any opens or shorts. These values were obtained through a breakout box, ohm meter and lcr meter. Lcr test was performed and confirmed that the mips 1, 2, 3, and the magnetic sensor were within specifications. Pressure leak testing showed the device's lumen was leak tested using an isaac pressure decay test system set to 108 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times. The pressure decay values were pass 0.1298, 0.1149, 0.0774 psig. The distal shaft external pressure decay was measured three times. The pressure decay values were pass 0.0066, 0.0023, 0.0042 psig. Irrigation was tested by purging 60 ml/min of saline through the catheter. Normal amounts of saline output from the irrigation ports. Irrigation was dispensing from all 6 port holes. The flow tests appeared that there were no issues with the amounts of saline delivery. The device passed inspection and all functional testing. X-ray test found one kink in magnetic sensor wires. The device was connected to a rhythmia hdx system, maestro 4000 generator and metriq pump in the laboratory. The distal end was submersed into the center of a tank of saline. Temperature and impedance readings were normal. Three 30 ml /min, 120 second, 50w ablation was performed while distal end was placed in the center of the saline tank. Ablation (straight, right, and left curve positions) were normal with no error codes or warnings. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure in the right superior pulmonary vein with the stablepoint catheter, there was a local impedance issue. The warm-up was normal, but the local impedance decreased rapidly after the energization, and then it increased gradually. When the catheter was removed from the patient the irrigation flushing was not normal. The catheter was replaced and a high local impedance was observed after energization, there was no significant change in the generator impedance. The procedure was completed. No patient complications were reported.

Event description:
It was reported that during an ablation procedure in the right superior pulmonary vein with the stablepoint catheter, there was a local impedance issue. The warm-up was normal, but the local impedance decreased rapidly after the energization, and then it increased gradually. When the catheter was removed from the patient the irrigation flushing was not normal. The catheter was replaced and a high local impedance was observed after energization, there was no significant change in the generator impedance. The procedure was completed. No patient complications were reported.